Event description:
Using alpha stim microcurrent for pain control in a pt with fibromyalgia and seizure disorder. The pt had a headache. The microcurrent was being tried to see if this pt would have a favorable response as several other fibromyalgia pts have experienced. Instead the ha got worse. The pt had increase in seizure activitiy and also depression - often occurring with the increased seizure activity in the past- their spouse reported this. Addition of a second antiseizure medication was necessary to return control as well as shift in anti depressant. Two other events occurred during this time per the pt. It was the anniversary of several important deaths for the pt. Secondly forest fires and smoke causing severe respiratory problems, that required hospitalization and testing for mi also occurred in the weeks of the increased seizures.